Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date could not be located in the manufacturing database. (B)(4).

Event description:
It was reported that the patient presented at the emergency room with shortness of breath and x-ray indicated right ventricular (rv) lead perforation. High pacing thresholds were secondary to the perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.